Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed a message related to activation being interrupted. The customer had changed instruments and cords with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to restart the integrated electro surgical unit (iesu). Customer was continuing with case and would try to do that. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (activation has been interrupted c-34 & c-00 fault errors) was confirm and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.